Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 05-jun-2027, UDI#: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial attempt to implant the transcatheter aortic valve evfxplus-26, the valve dislodged and moved too high, requiring recapture. The patient subsequently became hemodynamically unstable and experienced cardiac arrest. After 30 mi nutes of resuscitation efforts and contrast injection, an aortic dissection was identified at the first sharp curve of the descending aortic arch. The aorta and arch were noted to be quite tortuous, though it was not clear that this would cause difficulty, and the force used was not considered excessive. It was determined during review that the dissection occurred when passing the arch with the delivery system. Resuscitation efforts were discontinued following discussion, and the patient died.

Manufacturer narrative:
Updated: b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial attempt to implant the transcatheter aortic valve evfxplus-26, the valve dislodged and moved too high, requiring recapture. The patient subsequently became hemodynamically unstable and experienced cardiac arrest. After 30 mi nutes of resuscitation efforts and contrast injection, an aortic dissection was identified at the first sharp curve of the descending aortic arch. The aorta and arch were noted to be quite tortuous, though it was not clear that this would cause difficulty, and the force used was not considered excessive. It was determined during review that the dissection occurred when passing the arch with the delivery system. Resuscitation efforts were discontinued following discussion, and the patient died. Additional information was received that per the physician, the cause of death was a blood pressure drop due to the aortic dissection.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.